Event description:
The hcp reported that the patient experienced withdrawal several days after refill of her baclofen pump. The patient had a refill of her pump in 2/2006 with no change in dose or concentration. Four days later, the patient told her father that she had been unable to sleep and was hearing music during the night. She also noted severe itching. She presented to the emergency room for treatment of withdrawal from intrathecal baclofen and was discharged home the same day. She was given oral baclofen and oral medications for itching. The reservoir volumes were noted to be within nomral limits. Four days later, the catheter access port was accessed and approximately 2 ml were withdrawn. A roller study was performed and found to be normal. The patient continued to have increased spasticity. The next day, dye and roller studies were performed and were negative. Reservoir volumes were within normal limits. The drug was removed; the reservoir was rinsed twice with 10 ml of preservative free normal saline. The pump was refilled and continued at the previous dose of 650 mcg/day. The patient was to monitor symptoms and if there was no change noted, a catheter revision would be performed in 2006.

Manufacturer narrative:
B5 - the hcp reported that during catheter revision surgery of 2/27/2006, for "intermittent therapy", the pump was replaced due to the age of the device. The patient was experiencing increase in spasticity at the end of the day. It was noted during surgery that the "pump connection was connected, but not to the tip of the side port". H6 - a sample from the pump reservoir was sent in for analysis on 2/23/2006. Results are not available as of the date of this report. The device was returned to the manufacturer on 3/6/2006 for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.